Manufacturer narrative:
An event regarding a packaging issue involving a triathlon baseplate was reported. The event was confirmed. Method and results: device evaluation and results: the outer blister was stuck to the inner blister. The foam was stuck to the inner tyvek lid when it was peeled back. Medical records received and evaluation: the event is not related to patient factors. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot.. Conclusions: the investigation concluded that the outer blister was stuck to the inner blister and the foam was stuck to the inner tyvek lid. This is a known packaging issue. Packaging innovations is aware of this, and has issued a memo. The device¿s sterile barrier was not been compromised.

Event description:
The customer reported that when they opened up the triathlon packaging in theatres, the lid of the inner package was stuck to the outer packaging and the customer did not want to use the device in case it was not sterile. Another device was on hand and the procedure was completed without delay.

Manufacturer narrative:
Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
The customer reported that when they opened up the triathlon packaging in theatres, the lid of the inner package was stuck to the outer packaging and the customer did not want to use the device in case it was not sterile. Another device was on hand and the procedure was completed without delay.